Event description:
The event is reported as: the conchatherm heater overheated during pt use. No injuries reported.

Manufacturer narrative:
Product has not been received by MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.